Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt) got the device to help with urinary incontinence, but since implant it did not help with urinary incontinence. The pt said they found it worked for fecal incontinence, but pt did not have fecal incontinence so the doctor changed it and put it in a different spot. The pt was redirected to continue working with their healthcare professional (hcp) . See 704473104 for related case.